Manufacturer narrative:
The patient experienced an adverse event with the same device lot number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2019-00065. The patient experienced an adverse event with the same device lot number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2019-00067. The patient experienced an adverse event with the same device lot number on (B)(6) 2019. The event is documented in MFR report # 3003464075-2019-00068. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2019 from the nurse of a (B)(6) year old female with a medical history of becoming symptomatic during hemodialysis treatment, stating the patient experienced a hypersensitivity type reaction 20 minutes into their second hemodialysis treatment using the nxstage system on (B)(6) 2019. Symptoms included hypotension (62/42), dizziness, nausea, and temporary loss of hearing. Ultrafiltration removal was ceased, a 300ml saline bolus was administered and therapy continued. No additional treatment was required and the patient recovered without sequelae.